Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the healthcare provider changed settings but the issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was controlling her bladder symptoms very well, until one night (asked,withheld date) when she was laying in bed she was getting shocked by the device. Caller states that the device was "shocking the heck out" of her to the point where her bladder hurt. Caller states that she then made a hcp appointment about 3 months ago and said everything seems to be working as intended and doesn't know the reason for the shocking, but the patients programs and the shocking subsided. Patient stated that since her program was changed she has had a return of her bladder symptoms "like they were before" the device was implanted. Patient was currently charging the external equipment. The caller states that she may just call her hcp office and make an appointment to make adjustments, but may call back after charging the equipment to confirm that her device/stim is on. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor